Event description:
Following general endotracheal anesthesia, pt was reparalyzed due to an inadvertent bolus of neuromuscular block that had been retained in the IV tubing injection port reservoir. Measurement of the reservoir following this incident was found to be 0.25 - 0.3cc.